Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. No damage to the cartridge was noted. There was no impact to the customer's blood glucose level. It was indicated that the customer loaded a new cartridge and the issue was resolved.